Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02696, 1627487-2022-02697, 1627487-2022-02698, and 1627487-2022-02842. It was reported the patient¿s right s1 lead migrated. As a result, the physician explanted the lead to address the issue. Note: it is unknown which s1 lead migrated therefore both are being reported.